Event description:
Procedure: laparoscopic cholecystectomy. During inflation of the balloon, a piece fell off the balloon into the pt cavity. The balloon did not break. The piece was retrieved and the trocar replaced with another. No pt injury reported.